Event description:
Initial reporter indicated that their handheld computer with 7.1 programming software had a screen freeze during interrogation. A flashcard reinsertion did not resolve the issue. MFR is pending receipt of the product for analysis.